Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged after pocket closure. The lead was repositioned, but it dislodged a second time after suturing the pocket closed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.